Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 04/01/2016. The site has indicated that the two units from this case will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records could not be conducted because serial numbers were not provided.

Event description:
The customer reported that a forcefx generator was in use during a routine spinal fusion procedure, during which the patient received a burn to the left medial ankle, the size of a pencil eraser. Two forcefx generators were present during this procedure and it is unknown which of the two units was in use at the time the burn occurred. Furthermore, the site could not identify the serial numbers of the two units that were used in this case. Routine spinal cord monitoring had been in place during the procedure, using disc electrodes. The patient burn was located where a disc electrode had been placed. The degree of the burn and the treatment of the burn were not known. The spinal cord monitoring system was identified as a natus viking select system. The site has stated that the problem does not appear to be with the covidien generators. No additional details were available regarding this incident.